Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 400 mg/dl. Troubleshooting was performed and insulin pump did not alarm no delivery and insulin did exit. Customer was advised that insulin pump was working as designed. Customer was also advised that infusion sets would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.